Event description:
It was reported that when using the bd pyxis anesthesia es system, the device consistently indicated a low battery alert during attempts to log in by provider. An alternative plug in was used but did not solve the problem. This incident did not result in any delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the anesthesia machine consistently indicated a low battery alert during attempts to log in by provider at the station. A field service engineer replaced the pyxis anesthesia system battery to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.